Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and main body of a minicap transfer set. The event was further described as the "christmas tree component with the point (female connector) had completely separated from other portion of the transfer set (main body)". This was observed during use of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury, however the patient received antibiotic treatment as a precautionary measure. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the sample was received for evaluation with no cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body of the twist clamp. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip dislodged during disconnection. There was evidence on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.